Event description:
It was reported that during a selenia procedure on june 26th the gantry kept moving on its own and taking an exposure. A field engineer examined the equipment and found that the right side c-arm buttons were not working. The buttons were replaced and the system met the manufacturer´s specifications. No patient injury reported.